Manufacturer narrative:
On (B)(6) 2024, the product investigation was completed. D4 primary UDI number has been updated to (B)(4). It was reported that a patient underwent an atrial fibrillation - paroxysmal ablation procedure with a carto 3 system and the medical team had a map shift suspected to be due to patient breathing pattern change. No error message occurred. The shift has been discovered due to a ¿displacement¿ of the catheter related to an anatomical structure already mapped. The displacement was between 3 to 5 mm. There was no cardioversion or patient movement prior to the map shift. The medical team had to remap (which constituted a 5-minute delay) and could continue the case. The procedure was completed. No patient consequences were reported. Device evaluation details: the manufacturer investigated the issue. T was found that the reported map shift was caused due to high metal values during mapping below warning level. The issue is related to a defect. The defect is being handled per defect management process. The manufacturing record evaluation was performed on carto 3 system #(B)(6), and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
E1 initial reporter phone: (B)(6). D4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. The hardware investigation has begun but it has not been completed at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation - paroxysmal ablation procedure with a carto 3 system and the medical team had a map shift suspected to be due to patient breathing pattern change. No error message occurred. The shift has been discovered due to a ¿displacement¿ of the catheter related to an anatomical structure already mapped. The displacement was between 3 to 5 mm. There was no cardioversion or patient movement prior to the map shift. The medical team had to remap (which constituted a 5-minute delay) and could continue the case. The procedure was completed. No patient consequences were reported.

Manufacturer narrative:
On 21-oct-2024, the product investigation was updated to clarify that the map shift was caused by magnetic distortion, and that the measurement of the distortion was below the carto 3 system's warning level. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).